Manufacturer narrative:
One (1) mmsi final tightener - x25 driver (product code: 2797-12-600, lot no: gm4133507) was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the distal tips on the x25 torque driver was stripped in the direction of tightening. This damage is consistent with a tightener that is inadequately engaged during use and, resulted due to unanticipated torsional forces during tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the x25 tightener distal tip stripping. However, the observed damage is localized to the distal tip of the tightener suggesting that it was inadequately engaged during use. An unanticipated torsional force during tightening in this position could have contributed to the reported problem of thread stripping. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stripped screwdriver during final tightening. No injury to patient or delay to surgery. Pqs form to follow. Posterior lumbar fusion. Tip of final tightening shaft was noticed to be stripped during final tightening. It was replaced with the second driver in the set.